Manufacturer narrative:
Device evaluated by manufacturer: a visual and tactile examinations showed that there was a break in the hypo tube approximately 32 cm from the tip of the catheter. The thrombectomy system was inserted in to the ultra console for functional testing. The solent omni would not get into priming mode. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2015. The physician selected a angiojet® solent¿ omni catheter for use in a thrombectomy procedure. When the pump portion of the catheter was put in the ultra console, the console gave an error message to change catheter out for a new catheter. So the catheter was switched out for another one, same size and model and completed the procedure. However, the returned product analysis revealed that the hypotube broke.